Event description:
It was reported that the system 9800 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that the cpu circuit board had fallen out of it's slot in the backplane circuit board. The system was tested and found to be working as intended and placed back into service.